Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the drawer was failed to open. The customer reported that the malfunction occurred while the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer found that the drawer 1.11 was stuck, not 1.1. And able to pull it open and move the vials, it functions properly now. The system functioned as intended after the field service engineer repaired the device.